Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 700 mg/dl. The customer stated that the insulin pump was alarming no delivery prior to the event. Nothing further was reported.